Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device had a poor staple formation and the distal staple line was incomplete. Another device was used in order to complete the case. There was no patient injury.